Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no.: unknown batch no.: unknown. It was reported that during use of the unspecified bd 3 cc syringe there was an issue with leakage. The 3cc syringe was leaking from the end cap. The following information was provided by the initial reporter: in the nicu, the rn noted that the infant's IV pump was alarming and that the that medication was finished infusing. There was fluid noted dripping on the IV tubing and tiny amount on ground. All IV tubing and syringe connections checked and noted to be tight and intact. IV medication was in a 3cc syringe. Flush connected and run through IV tubing with no leaking noted. Rn felt that the leaking was coming from the end cap of the syringe. There was no harm to the infant.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that during use of the the unspecified bd 3 cc syringe there was an issue with leakage. The 3cc syringe was leaking from the end cap. The following information was provided by the initial reporter: in the nicu, the rn noted that the infant's IV pump was alarming and that the that medication was finished infusing. There was fluid noted dripping on the IV tubing and tiny amount on ground. All IV tubing and syringe connections checked and noted to be tight and intact. IV medication was in a 3cc syringe. Flush connected and run through IV tubing with no leaking noted. Rn felt that the leaking was coming from the end cap of the syringe. There was no harm to the infant.